Manufacturer narrative:
Additional information received 21sep2017: block updated.

Event description:
It was reported to boston scientific corporation that a captivator¿ endoscopic mucosal resection device was used on (B)(6) 2017 as part of the (B)(4) captivator emr registry clinical trial. On (B)(6) 2017, the patient was confirmed of having a barrett¿s esophagus with a visible abnormality. The indication for the emr procedure was diffuse hgd. The patient required discontinuation of anticoagulant therapy. On (B)(6) 2017, the patient underwent an endoscopic mucosal resection (emr) procedure. The lesion was located 41 cm from the dental arch at 3 o¿clock. The estimated diameter of the lesion was 50 mm with a maximum circumferential extent of 50%. The lesion appeared superficial, elevated (0-iia) and flat (0-iib). After lesion delineation, but prior to resection, endoscopic imaging was performed. Four resections were performed and immediately after lesion resection, endoscopic imaging was performed. Lifting was not performed. Lesion was successfully resected in a single procedure. All resection specimens were retrieved for histopathological examination with a retrieval net. Incidental bleeding requiring intraprocedural hemostasis did not occur during the procedure. The captivator¿ emr pathology kit was not used for histological processing of retrieved sample. Rather, pinning was used to process retrieved resection specimen. One specimen was retrieved and histology showed cancer. Infiltration depth was t1m3 and radicality of deep resection margins was r0. There was moderate tumor differentiation and lymphovascular invasion was not present. On (B)(6) 2017, the patient experienced pain. The event was considered serious and moderate. The event was not related to the captivator¿ emr device; however, it was related to the emr procedure. The patient was hospitalized from (B)(6) 2017, and was given with one unit of blood transfusion and underwent CT scan to rule out perforation. The patient was reported to be taking fenprocoumon for minor stroke that occurred prior to the procedure. On (B)(6) 2017 , the patient was discharged and the event was reported as resolved. Additional information received on 13jun2017. The patient underwent blood transfusion due to decreased hemoglobin. A gastroscopy was not performed, so bleeding cannot be proven. Hemoglobin recovered after 1 unit of blood. Due to patient's pain, a perforation was thought of; however, CT scan showed no perforation. Additional information received on 21sep2017. It was reported that the patient had a history of lupus and it was noted that the estimated diameter of the lesion was 20 mm.

Manufacturer narrative:
(B)(4) clinical trial. According to the complainant, the suspect device is under clinical study and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator¿ endoscopic mucosal resection device was used on (B)(6) 2017 as part of the (B)(4) clinical trial. On (B)(6) 2017, the patient was confirmed of having a barrett¿s esophagus with a visible abnormality. The indication for the emr procedure was diffuse hgd. The patient required discontinuation of anticoagulant therapy. On (B)(6) 2017, the patient underwent an endoscopic mucosal resection (emr) procedure. The lesion was located 41 cm from the dental arch at 3 o¿clock. The estimated diameter of the lesion was 50 mm with a maximum circumferential extent of 50%. The lesion appeared superficial, elevated (0-iia) and flat (0-iib). After lesion delineation, but prior to resection, endoscopic imaging was performed. Four resections were performed and immediately after lesion resection, endoscopic imaging was performed. Lifting was not performed. Lesion was successfully resected in a single procedure. All resection specimens were retrieved for histopathological examination with a retrieval net. Incidental bleeding requiring intraprocedural hemostasis did not occur during the procedure. The captivator¿ emr pathology kit was not used for histological processing of retrieved sample. Rather, pinning was used to process retrieved resection specimen. One specimen was retrieved and histology showed cancer. Infiltration depth was t1m3 and radicality of deep resection margins was r0. There was moderate tumor differentiation and lymphovascular invasion was not present. On (B)(6) 2017, the patient experienced pain. The event was considered serious and moderate. The event was not related to the captivator¿ emr device; however, it was related to the emr procedure. The patient was hospitalized from (B)(6) 2017, and was given with one unit of blood transfusion and underwent CT scan to rule out perforation. The patient was reported to be taking fenprocoumon for minor stroke that occurred prior to the procedure. On (B)(6) 2017 , the patient was discharged and the event was reported as resolved.

Manufacturer narrative:
Additional information received 13jun2017: describe event or problem updated.

Event description:
It was reported to boston scientific corporation that a captivator¿ endoscopic mucosal resection device was used on (B)(6) 2017 as part of the e7091 captivator emr registry clinical trial. On (B)(6) 2017, the patient was confirmed of having a barrett¿s esophagus with a visible abnormality. The indication for the emr procedure was diffuse hgd. The patient required discontinuation of anticoagulant therapy. On (B)(6) 2017, the patient underwent an endoscopic mucosal resection (emr) procedure. The lesion was located 41 cm from the dental arch at 3 o¿clock. The estimated diameter of the lesion was 50 mm with a maximum circumferential extent of 50%. The lesion appeared superficial, elevated (0-iia) and flat (0-iib). After lesion delineation, but prior to resection, endoscopic imaging was performed. Four resections were performed and immediately after lesion resection, endoscopic imaging was performed. Lifting was not performed. Lesion was successfully resected in a single procedure. All resection specimens were retrieved for histopathological examination with a retrieval net. Incidental bleeding requiring intraprocedural hemostasis did not occur during the procedure. The captivator¿ emr pathology kit was not used for histological processing of retrieved sample. Rather, pinning was used to process retrieved resection specimen. One specimen was retrieved and histology showed cancer. Infiltration depth was t1m3 and radicality of deep resection margins was r0. There was moderate tumor differentiation and lymphovascular invasion was not present. On (B)(6) 2017, the patient experienced pain. The event was considered serious and moderate. The event was not related to the captivator¿ emr device; however, it was related to the emr procedure. The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017, and was given with one unit of blood transfusion and underwent CT scan to rule out perforation. The patient was reported to be taking fenprocoumon for minor stroke that occurred prior to the procedure. On (B)(6) 2017 , the patient was discharged and the event was reported as resolved. Additional information received on 13jun2017. The patient underwent blood transfusion due to decreased hemoglobin. A gastroscopy was not performed, so bleeding cannot be proven. Hemoglobin recovered after 1 unit of blood. Due to patient's pain, a perforation was thought of; however, CT scan showed no perforation.